Event description:
The patient does not feel stimulation on the right side like she used to. She has had a few falls in the last 4 years and has broken her rib. The device longevity was done 2.84v, 20-40%. She only uses one program at 2.1v. Impedance measurements for the left lead came out fine but the right lead showed greater than 4,000ohms on all electrode pain contacts. Only the left lead was programmed but it was unclear if she has one or two leads. An x-ray was going to be done. The company representative was going to see the doctor on (B)(6) 2013 to see if an x-ray was done yet. As of (B)(6) 2013 the doctor had not done an x-ray. She was not having any issues with the stimulation. She just wanted to have the device checked last week since she was at her doctor¿s office. She was getting good coverage on the left side where she needed it.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3587a, lot# l36497, implanted: (B)(6) 1995, product type: lead. Product ID: 3550-09, lot# n0052411, implanted: (B)(6) 2006, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3587a, lot# l36497, implanted: (B)(6) 1995, product type: lead. (B)(4).